Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that images were accidentally deleted by a customer. This resulted in the images not being recovered, which could have led to potential harm. This event did not lead to actual patient harm. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. Wstn-11565 was launched for the investigation related to the ease of the ability to delete images. A change will be implemented that will change the default setting of deleting an image from yes to no. An upgrade is required for resolution. Reference z-1017-2017. Corrected data: updates to g1-2 to meg mucha, update to conclusion code: h6,